Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time, we, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. Troubleshooting was performed. Programming was intact and the device passed the fixed prime test. No clamp was available to performed the high pressure test. The mother stated that the customer is fairly lean and does occasionally have pain upon insertion. No further information was provided.